Event description:
It was reported that the device was removed due to infection and erosion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis of the ICD showed normal device characteristics. No amomalies were detected.